Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited premature battery depletion. No intervention was reported. The patient was stable and asymptomatic.

Manufacturer narrative:
The report event of premature battery depletion was confirmed. Longevity analysis found the battery depletion to be premature. The cause of rapid battery depletion was found to be due to high current draw in the hybrid. The cause of the high current draw could not be determined.

Event description:
New information received notes that the device was explanted on (B)(6) 2024 and successfully replaced.